Event description:
It was reported that externalized conductors were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External and internal insulation abrasion noted at 22.0-22.3cm from lead tip. Externalized conductors due to external and internal insulation abrasion noted at 9.1-11.7cm and 11.0-13.7cm from lead tip. Internal insulation abrasion noted at 30.3-31.0cm from lead tip. Etfe coating was intact. External insulation abrasion noted at 5.6-5.9cm and 6.2-6.5cm from connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion under the rv shock coil noted at 4.5-7.0cm. Rv conductor etfe coating was abraded. Internal insulation abrasion under the rv shock coil noted at 6.7-7.0cm and 6.9cm-7.0cm from lead tip. Sensing conductor was fractured, consistent with the field complaint.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that lead fracture and noise were observed. The lead was explanted.